Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information requested but unavailable: did the metal active blade break off? Or, did the white tissue pad break off? If the white tissue pad broke off, please answer the additional questions listed below: did the tissue pad melt? Did the tissue pad detach from the clamp arm and completely fall off? (Not melted away, but broke off?) Is the tissue pad completely missing from the clamp arm? Does the surgeon activate the device with the jaws closed, with no tissue between the jaws?

Event description:
It was reported that during an unknown procedure the tip of the device broke off. It was unknown which part of the device was referred to as the tip. The broken piece was retrieved, but it was not specified how. Procedure was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p91z3u. The device was returned with no apparent damage with the blade tip intact and not broken off as reported by the customer. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The device was disassembled to inspect the internal components and no anomalies were found. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.